Event description:
It was reported that the patient experienced a high blood glucose while off the ilet and using subcutaneous long-acting insulin, with the highest sensor value of 219 mg/dl, and the caregiver indicated the device had not been in use pending a planned supply change. Symptoms included hyperglycemia. Outcomes included an unexpected medical intervention, as medication was required. Investigation included communication with the caregiver and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, with insufficient information regarding a device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.